Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, st elevation occurred. A vasodilator agent was then administered, and a coronary angiography (cag) was performed, which confirmed no air embolism. It was noted that a delayed coronary artery spasm might have occurred. The patient's st elevation then recovered several minutes later, and the case was completed with cryo. The patient left the operating room. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that at least eleven applications were performed with the balloon catheter without any issue on the date of the event. However, multiple injections were non-sustained. St elevation and a coronary artery spasm occurred during the procedure. The catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.